Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had an error 319 and rebooted the system twice with no change. The technical support engineer (tse) had to perform a third hard reboot with no change. Site disabled arm 3 and was going to continue with 3 arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the backplane fiber optic cable from patient side cart (psc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to electrical issues resulted from a faulty backplane fiber optic cable located on psc.

Event description:
Refer to h11 for follow-up information.